Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and while the sheath was in the body, they noticed blood was pouring through the back of the sheath. They were not sure if there was a hemostatic valve on the back. The reporter stated they pulled the sheath to confirm the blood was going through the back. The sheath was replaced, and the problem was resolved. The case continued. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 16-oct-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and while the sheath was in the body, they noticed blood was pouring through the back of the sheath. Device investigation details: a visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak issue reported by the customer was confirmed due to the hemostatic valve condition. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).